Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was pacing at a rate of 130 ppm while this patient was having surgery for a non-related device issue. A magnet was applied and the rate decreased to 100 ppm. Following surgery, the magnet was removed and the device began pacing at 130 ppm again, which was the max sensor rate. The patient was checked by a boston scientific field representative while in the post anesthesia care unit who discussed the issue with a technical services (ts) consultant. It was determined the hospital monitoring equipment was likely affecting the minute ventilation signal. It was recommended to either remove the heart rate monitor cables or turn off mv until the patient is discharged. The field representative indicated the rate had decreased to 60 ppm and the patient planned to be discharged. No adverse patient effects were reported. He